Event description:
Underwent rhytec portrait psr skin treatment and was left with very damaged, burned and scarred skin. Skin appears "melted" and has yet to heal after 7 months. Extreme redness still exists as does chemical and sun sensitivity.